Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw0402 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported via medwatch that "during attempted insertion of a PICC line, resistance was encountered and procedure was aborted (line removed). Upon exam of the removed catheter and guidewire, the guidewire had broken at the tip and remained inside the lumen of the catheter."